Event description:
"The patient suffered from lower limb soft tissue tumor and underwent one cycle of normal chemotherapy after being implanted in the infusion port. When discharged, the nurse did not remove 22g surecan needle and left it in the body for 10 days. Three days after discharge, the patient had a fever and inflammation and went to the hospital for treatment. The patient's inflammation cannot be controlled, resulting in sepsis. The batch number is either 37047102 or 37047104, and the access port was removed."

Manufacturer narrative:
Note: product reference 4433734 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. This complaint concerns 1 unit of celsite brachial set pur 5f IV reference 4433734 from batch 37047102 or 37047104. Device history record batch record file number 37047102 and 37047104 were reviewed: they were manufactured within specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on these two batches released in june 2025. Summary of investigation no sample/picture of the met defect, no bacteria identification, and no completed form "request for information - acces port incident " were returned for investigation. - context review: the infection appeared ten days after the 22g surecan needle left in place. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Indeed, the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes. The products are packaged by a double sterile barrier. The packaging has been validated to withstand storage and transport conditions. Microbiological controls are carried out after each product sterilization and are compliant for the impacted batch. The raw material used, the manufacturing, the cleaning and sterilization processes have not changed in recent months/years. - complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. Root cause based on the above elements, we can affirm that this incident is not directly imputable to the device quality. The information received mentions that: "when discharged, the nurse did not remove 22g surecan needle and left it in the body for 10 days." They are two 22g needles in the celsite access port kit: > the straight surecan, this needle is design for short term infusion such as flushing. This needle must be used only for injections that last a few seconds. This needle must not be left in the access port as it has no cap, and its straight shape do not allow it to be secured by a dressing on the patient. > the winged surecan, this needle is designed for long term infusion up to 7 days, but recommendation is to remove it at the end of the treatment cycle. Both 22g surecan needles, present in the celsite kit, are not designed to be left in place during 10 days. Conclusion the investigations performed reveal that: - the involved celsite access port batches were produced in compliance with the defined specifications and according to validated processes. - no other complaint was reported on the access port batches potentially concerned. - a surecan needle was left in place for 10 days. It is highly suspected that the infection developed by the patient results from the extended use of the surecan needle. The global complaint rate for infection on celsite access ports is very low. No actions plan is foreseen for the moment.